Manufacturer narrative:
Reporter occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to a negative pcr test result. On (B)(6) 2022, at an unknown time, the consumer performed a covid-19 at-home test, and the result was positive. On (B)(6) 2022, at an unknown time, the consumer had a pcr test, and the result was negative. The consumer's symptoms include fever, sore throat, runny nose, and a slight cough starting on (B)(6) 2022.